Manufacturer narrative:
B3: march is the reported month of the event, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a flange not reading for pump "syringe flange not in place". There was no reported patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the reported issue. Functional testing was performed. The cause was found to be a faulty main board. The main board was replaced.